Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the proximal end of the penumbra system 5max ace reperfusion catheter (5max ace) was kinked upon removal from the packaging hoop. The kinked 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked under the strain relief. This type of damage typically occurs due to forceful manipulation of the 5max ace at extreme angles during removal from the packaging. All penumbra catheters are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.